Manufacturer narrative:
Complaint conclusion: as reported, the distal area of a .018¿ straight 300cm sv peripheral steerable guidewire was frayed. Therefore, another guidewire was opened to continue with the procedure. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 35262993 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿distal tip-wires- frayed/split/torn¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the distal area of a .018¿ straight 300cm sv short peripheral steerable guidewire was frayed. Therefore, another guidewire was opened to continue with the procedure. There was no reported patient injury. The device was not returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35262993 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal area of a .018¿ straight 300cm sv short peripheral steerable guidewire was frayed. Therefore, another guidewire was opened to continue with the procedure. There was no reported patient injury. The device will be returned for evaluation.

Event description:
As reported, the distal area of a .018¿ straight 300cm sv short peripheral steerable guidewire was frayed. Therefore, another guidewire was opened to continue with the procedure. There was no reported patient injury. The device was later returned for evaluation.

Manufacturer narrative:
The device was later returned for analysis. Complaint conclusion: as reported, the distal area of a .018¿ straight 300cm sv short peripheral steerable guidewire was frayed. Therefore, another guidewire was opened to continue with the procedure. There was no reported patient injury. A non-sterile guidewire ¿pgw .018 sv short 300cm st¿ was received for analysis. The unit was thoroughly inspected observing the radiopaque distal coil wire was unraveled. One clip was fixed on the proximal section. The distal tip section was analyzed using a vision system to magnify the damaged area. The distal tip of the coil wire separated from the core wire however, the proximal end of the coil wire remains attached to the core wire. The unraveling of the coil wire resulted in the exposure of the guidewire core wire. Sem results presented evidence of plastic deformation and ductile dimples on the separated wire¿s body. The distal portion of the coil wire separated from the core wire; however, the proximal end of the coil remains attached to the core wire. A product history record (phr) review of lot 35262993 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The failure reported by the customer as ¿distal tip-wires ~ frayed/split/torn¿ was not confirmed. However, the device did present with an unraveling condition. Plastic deformation and ductile dimples on the wire are commonly associated with separations caused by material tensile overload. Therefore, it is assumed the wire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Vessel characteristics or procedural factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible, during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.